Manufacturer narrative:
(B)(4) evaluation summary: visual inspections were performed on the returned device. The reported filter separation was confirmed. The difficulty removing was not able to be confirmed as it was based on circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The emboshield nav 6 instructions for use (IFU) states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Additionally, the IFU states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus/debris) while performing angioplasty and stenting procedures in carotid arteries. The investigation was unable to determine a cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Failure to follow steps: use of the epd over a non-barewire filter delivery wireindication for use: used in peripheral artery. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2016, during a procedure of the popliteal artery, the emboshield nav6 embolic protection device (epd) was used over a non-abbott guide wire. During retrieval of the filter, using the recovery catheter (rc), the epd became stuck. While manipulating the device the guide wire was damaged and the epd dislodged from the rc catheter, lodging at the common femoral artery. A cutdown was performed to retrieve the nav6 epd. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).